Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that they did not feel stimulation at the time of report. It was stated that usually the patient¿s feeling would increase when their stimulation was increased; however, the feeling did not occur even if stimulation was increased or decreased at the time of report. It was noted that the controller could be used without any problems at the time of report, ¿so it was believed that there was a factor in the stimulator¿ that may have caused the event. There were no interventions or actions in particular performed during the call. The patient was redirected to consult with a medical institution. It was unknown whether the issue was resolved at the time of report. The patient was alive with no health damage at the time of report. No further complications were reported or anticipated.